Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was stuck on the fixed location in the package. When the doctor took out the balloon, it was noted that the balloon could not pass through the sheath. As a result, the doctor replaced the iab with a new set. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the "balloon could not pass through the sheath" is confirmed. During functional testing, the one-way valve failed and a crack was noted as the cause on the one-way valve. A failing one-way valve will result in difficulty of pulling and maintaining a vacuum on the bladder. If a vacuum of the bladder is not maintained, it can result in difficulty advancing the iab through the sheath. The root cause of how the crack occurred on the one-way valve is undetermined. The reported complaint is isolated; there are no other confirmed complaints of this finding. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) was stuck on the fixed location in the package. When the doctor took out the balloon, it was noted that the balloon could not pass through the sheath. As a result, the doctor replaced the iab with a new set. There was no report of patient complication or serious injury and death.